Manufacturer narrative:
No further patient information was provided at the time of this report or made available. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-516-5l and lot number 1274824 combination found no related information.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2015. Patient had a revision left tka on (B)(6) 2017 due to tibial loosening and pain. During the revision procedure the surgeon explanted the ibalance tka tibial tray size 4 (line 20909), ibalance tka femoral imp ps, cemented size 5 left (line 206913) and an ibalance tka, bearing implant size 1, 8mm (line 206917). To complete the procedure the surgeon implanted another manufacture's devices. Female dob (B)(6). Records dated 10/9/15: op report noted patient had severe medial compartment osteoarthritis and patella had grade 4 changes to the lateral facet.